Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse was dispatched and found low total areas of first sample due to rotator/stator worn out. Replaced both and re-ran, calibrated and qc, machine ran without errors. The most probable cause of the reported event was stator/rotator seals malfunction.

Event description:
On (B)(6) 2017, the customer reported total area low on the 1st sample with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.